Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: cause not established. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. The fibre bonding in the outer tube area (distal end) is damaged. The r-unit is broken and therefore the image is green. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark vision and a damaged distal head. The issue was found during an inspection for use. There were no reports of patient harm.